Manufacturer narrative:
The customer indicated that they will continue to troubleshoot and that they would call back when they had more info about the malfunction.

Event description:
The customer indicated that there was no video output from any frame buffer. There was no report of pt harm associated with this event. The customer provided no pt info.